Event description:
It was reported that a syringe pump module overinfused insulin between 7pm and midnight on (B)(6) 2020, and the premature neonate patient died the following day on (B)(6) 20 at 1432. The patient was being treated for profound metabolic acidosis and bilateral grade 3 intraventricular (cranial) hemorrhage, which never resolved despite maximal supportive measures. The patient was receiving IV insulin along with calcium gluconate and sodium bicarbonate infusions due to metabolic derangements including hyperkalemia, causing peaked t-waves on ECG (electrocardiogram). The patient was also on maximal vasopressor support (20mcg/kg/min dopamine and dobutamine) and stress dose hydrocortisone steroid replacement. The patient had developed anemia and coagulopathy during the nicu course, and had also required transfusions of packed red blood cells and fresh frozen plasma. The customer reported that "staff used insulin IV push on 12/2 sometime between 7pm and midnight, the dose was 0.034 units and diluent 0.34mls the pump was told to give it over 15 minutes. Patient weight was 0.69kg instead of giving 0.34mls it gave the entire syringe which was approximately 1.5mls- after about 15 minutes the pump alarmed syringe empty." The nurse was in the room and heard the syringe pump alarm when they found the syringe was unexpectedly empty. The customer stated that the "overinfusion of the insulin did not lead to this patient's death. Blood glucose was 476 before bolus and 456 after bolus." Following decompensation over the course of the evening of (B)(6) and the morning of (B)(6), the patient continued to decline due to persistent and unremitting metabolic acidosis (with associated electrolyte abnormalities) despite maximal supportive measures. Following multiple discussions between the family and the primary neonatologist today, it was recommended that full intensive care be withdrawn. Gradually, over the course of the morning of (B)(6), the patient decompensated further, and the neonate was pronounced dead at 14:32. The parents declined autopsy. The customer stated that the "infant¿s death was unrelated to the insulin over infusion."

Manufacturer narrative:
The customer¿s reported experience that a syringe module over infused insulin when the customer intended to program a 0.34 ml infusion over 15 minutes, yet the entire contents of the syringe was empty after 15 minutes, could not be confirmed or replicated in this investigation. The results of this investigation could not confirm that insulin was programmed during the date and time range reported. Log analysis results: the syringe module sn (B)(4) was the only device that was returned. The pcu sn (B)(4) was not returned for investigation. Although requested, the customer did not returned the pcu for investigation stating that the pcu was placed back into service with no issues. The reported date and time was (B)(6) 2020 between 07:00:00 pm and 12:00:00 am. Reviewed the syringe module error log and found no errors occurring during the date and time of the reported event. Reviewed the syringe module event log for recorded entries that occurred during the date and time of the reported event. On (B)(6) 2020, at: 08:04:16 pm, the user selects the syringe module and selects the bd 3 ml syringe with the recorded volume of 0.8952 ml. 08:07:34 pm, the user programmed an infusion at the rate of 0.345 ml/h with the vtbi of 0.34 ml. The calculated duration of this infusion was 1 hour. 08:15:16 pm, the syringe module was channeled off. 09:18:39 pm, the user selects the syringe module and selects the bd 3 ml syringe with the recorded volume of 1.191 ml. 09:19:27 pm, the user programmed an infusion at the rate of 4.764 ml/h with the vtbi of 1.191 ml. The calculated duration of this infusion was 15 minutes. 09:34:34 pm, ¿syringe empty¿ message displayed. 09:39:09 pm, the syringe module was channeled off. Test results: testing performed using asm v10.33 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the source syringe module¿s functional accuracy was within specifications. The root cause was not definitively determined. The results of this investigation could not confirm that insulin was programmed during the date and time range reported. Device history review: a review of the device history record showed the device had a manufacture date of 05/19/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a syringe pump module overinfused insulin between 7pm and midnight on (B)(6) 2020, and the premature neonate patient died the following day on (B)(6) 20 at 1432. The patient was being treated for profound metabolic acidosis and bilateral grade 3 intraventricular (cranial) hemorrhage, which never resolved despite maximal supportive measures. The patient was receiving IV insulin along with calcium gluconate and sodium bicarbonate infusions due to metabolic derangements including hyperkalemia, causing peaked t-waves on ECG (electrocardiogram). The patient was also on maximal vasopressor support (20mcg/kg/min dopamine and dobutamine) and stress dose hydrocortisone steroid replacement. The patient had developed anemia and coagulopathy during the nicu course, and had also required transfusions of packed red blood cells and fresh frozen plasma. The customer reported that "staff used insulin IV push on (B)(6) sometime between 7pm and midnight, the dose was 0.034 units and diluent 0.34mls the pump was told to give it over 15 minutes. Patient weight was (B)(6) instead of giving 0.34mls it gave the entire syringe which was approximately 1.5mls- after about 15 minutes the pump alarmed syringe empty." The nurse was in the room and heard the syringe pump alarm when they found the syringe was unexpectedly empty. The customer stated that the "overinfusion of the insulin did not lead to this patient's death. Blood glucose was 476 before bolus and 456 after bolus." Following decompensation over the course of the evening of (B)(6) and the morning of (B)(6), the patient continued to decline due to persistent and unremitting metabolic acidosis (with associated electrolyte abnormalities) despite maximal supportive measures. Following multiple discussions between the family and the primary neonatologist today, it was recommended that full intensive care be withdrawn. Gradually, over the course of the morning of (B)(6), the patient decompensated further, and the neonate was pronounced dead at 14:32. The parents declined autopsy. The customer stated that the "infant¿s death was unrelated to the insulin over infusion."

Manufacturer narrative:
Upon clinical review of this file, it was revised from a death to a reportable malfunction. The infant was very critically ill prior to the event, and the blood glucose did not change as a result of the event. The customer further stated that the device/event had nothing to do with the subsequent death of the infant. Upon discussion with the family, comfort measures were provided until the infant passed away. Decision tree, complaint type and was there harm revised to reportable malfunction, and supplemental MDR will be sent for correction.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported experience that a syringe module overinfused when the customer intended to program a 0.34 ml infusion over 15 minutes, yet the entire contents of the syringe was empty after 15 minutes, was determined through log review to be a programming issue. The inspection process performed on the syringe module found no irregularities. Log analysis results: the syringe module sn (B)(4) was the only device that was returned. The pcu sn (B)(4) was not returned for investigation. Although requested, the customer did not returned the pcu for investigation stating that the pcu was placed back into service with no issues. The reported date and time was (B)(6) 2020 between 07:00:00 pm and 12:00:00 am. Reviewed the syringe module error log and found no errors occurring during the date and time of the reported event. Reviewed the syringe module event log for recorded entries that occurred during the date and time of the reported event. On (B)(6) 2020, at: 08:04:16 pm, the user selects the syringe module and selects the bd 3 ml syringe with the recorded volume of 0.8952 ml. 08:07:34 pm, the user programmed an infusion at the rate of 0.345 ml/h with the vtbi of 0.34 ml. The calculated duration of this infusion was 1 hour. 08:15:16 pm, the syringe module was channeled off. 09:18:39 pm, the user selects the syringe module and selects the bd 3 ml syringe with the recorded volume of 1.191 ml. 09:19:27 pm, the user programmed an infusion at the rate of 4.764 ml/h with the vtbi of 1.191 ml. The calculated duration of this infusion was 15 minutes. 09:34:34 pm, ¿syringe empty¿ message displayed. 09:39:09 pm, the syringe module was channeled off. Results from asm testing confirmed that device¿s accuracy was within specifications. The customer has declined the requests to return the pcu for investigation. The administration set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. Root cause analysis: the root cause of the customer¿s reported experience that a syringe module overinfused was a programming issue. Device history review: a review of the device history record showed the device had a manufacture date of 05/19/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a syringe pump module overinfused insulin between 7pm and midnight on (B)(6) 2020, and the premature neonate patient died the following day on (B)(6) 2020 at 1432. The patient was being treated for profound metabolic acidosis and bilateral grade 3 intraventricular (cranial) hemorrhage, which never resolved despite maximal supportive measures. The patient was receiving IV insulin along with calcium gluconate and sodium bicarbonate infusions due to metabolic derangements including hyperkalemia, causing peaked t-waves on ECG (electrocardiogram). The patient was also on maximal vasopressor support (20mcg/kg/min dopamine and dobutamine) and stress dose hydrocortisone steroid replacement. The patient had developed anemia and coagulopathy during the nicu course, and had also required transfusions of packed red blood cells and fresh frozen plasma. The customer reported that "staff used insulin IV push on (B)(6) sometime between 7pm and midnight, the dose was 0.034 units and diluent 0.34mls the pump was told to give it over 15 minutes. Patient weight was (B)(6) instead of giving 0.34mls it gave the entire syringe which was approximately 1.5mls- after about 15 minutes the pump alarmed syringe empty." The nurse was in the room and heard the syringe pump alarm when they found the syringe was unexpectedly empty. The customer stated that the "overinfusion of the insulin did not lead to this patient's death. Blood glucose was 476 before bolus and 456 after bolus." Following decompensation over the course of the evening of (B)(6) and the morning of (B)(6), the patient continued to decline due to persistent and unremitting metabolic acidosis (with associated electrolyte abnormalities) despite maximal supportive measures. Following multiple discussions between the family and the primary neonatologist today, it was recommended that full intensive care be withdrawn. Gradually, over the course of the morning of (B)(6), the patient decompensated further, and the neonate was pronounced dead at 14:32. The parents declined autopsy. The customer stated that the "infant¿s death was unrelated to the insulin over infusion."

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The customer stated that the "overinfusion of the insulin did not lead to this patient's death. Blood glucose was 476 before bolus and 456 after bolus. The infant¿s death was unrelated to the insulin over infusion."

Event description:
It was reported that a syringe pump module overinfused insulin between 7pm and midnight on (B)(6) 2020, and the premature neonate patient died the following day on (B)(6) 2020 at 1432. The patient was being treated for profound metabolic acidosis and bilateral grade 3 intraventricular (cranial) hemorrhage, which never resolved despite maximal supportive measures. The patient was receiving IV insulin along with calcium gluconate and sodium bicarbonate infusions due to metabolic derangements including hyperkalemia, causing peaked t-waves on ECG (electrocardiogram). The patient was also on maximal vasopressor support (20mcg/kg/min dopamine and dobutamine) and stress dose hydrocortisone steroid replacement. The patient had developed anemia and coagulopathy during the nicu course, and had also required transfusions of packed red blood cells and fresh frozen plasma. The customer reported that "staff used insulin IV push on (B)(6) sometime between 7pm and midnight, the dose was 0.034 units and diluent 0.34mls the pump was told to give it over 15 minutes. Patient weight was (B)(6) kg instead of giving 0.34mls it gave the entire syringe which was approximately 1.5mls- after about 15 minutes the pump alarmed syringe empty." The nurse was in the room and heard the syringe pump alarm when they found the syringe was unexpectedly empty. The customer stated that the "overinfusion of the insulin did not lead to this patients death. Blood glucose was 476 before bolus and 456 after bolus." Following decompensation over the course of the evening of (B)(6) and the morning of (B)(6), the patient continued to decline due to persistent and unremitting metabolic acidosis (with associated electrolyte abnormalities) despite maximal supportive measures. Following multiple discussions between the family and the primary neonatologist today, it was recommended that full intensive care be withdrawn. Gradually, over the course of the morning of (B)(6), the patient decompensated further, and the neonate was pronounced dead at 14:32. The parents declined autopsy. The customer stated that the "infant¿s death was unrelated to the insulin over infusion."